Event description:
Customer complains of a consistent defect in the inferior-septal wall of customer's cardiac studies. Quality control was done to resolve this without benefit. Site is putting studies on an optical and sending it to the manufacturer for review. Doctors shut down camera because of their concern for this defect. No further cardiac studies will be done.